Event description:
Spontaneous call from pt stating that he has two pumps that are not functioning properly (they lost programming). He states he changes the batteries each cartridge change. Sent new back up pump. No further info provided. (B)(4). Fault occurred while in use (pt changed to back up). Pt reports no side effects. Pumps will be returned pt states.